Event description:
A patient reported they had an implantable neurostimulator (ins) implanted around 2007 or 2008. About six months after the implant, the ins would not stay charged, it did not help their pain, and they had to sit in a chair for four hours. The battery died six months after implant, too, and they let it go. Eight months prior to the report, the patient started having constant pain at the ins site because the ins started coming through their skin. The patient wanted to get the ins removed, but has not found a physician that will help them. The ins indication for use was unclear at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not found a doctor to remove the ins. The patient said their family physician referred them to a surgeon but they refused to touch it. No further complications were reported.

Manufacturer narrative:
Previous report should have had the date of 2019-05-09, not 2019-05-17 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.